Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre rx biliary balloon was used in the ampulla, common bile duct and duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst at 7 atm, before it reached the required pressure. The balloon was then removed from the patient. Reportedly, the site was bleeding after the device was removed; however, the bleeding eventually stopped without any treatment. The physician carried on with the balloon trawl, but did not dilate further as enough dilation was achieved to allow stones to be removed. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the returned complaint device revealed that the balloon was torn longitudinally and there were no more damages found on the device. Also, there were no visible issues nor abnormalities with the inner radio opaque (ro) markers. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed, and there was no evidence to suggest that the device was used in a manner inconsistent with the labelled indications. A search of the complaint database revealed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre rx biliary balloon was used in the ampulla, common bile duct and duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst at 7 atm, before it reached the required pressure. The balloon was then removed from the patient. Reportedly, the site was bleeding after the device was removed; however, the bleeding eventually stopped without any treatment. The physician carried on with the balloon trawl, but did not dilate further as enough dilation was achieved to allow stones to be removed. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.